Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limited alarm due to missing spring (B)(4).

Event description:
It was reported that insulin pump had battery out limit. Customer's blood glucose level was 120 mg/dl at the time of incident. The insulin pump will be returned for analysis.